Event description:
The facility reported an infusion pump with a failure code 570. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: device was evaluated on-site and the reported condition of failure code 570 was confirmed due to depleted batteries. Inspection of the pump revealed depleted main batteries with 4 discharges below alarm threshold caused failure code 570. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.